Event description:
The customer reported to olympus the evis lucera elite xenon light source, had a stent blockage. The issue occurred during the preparation for use. The procedure was diagnostic. The procedure was completed using the same set of equipment. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer returned the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that a communication failure with the scope occurred due to the influence of liquid adhering to the scope connector section, leading to a temporary malfunction phenomenon. Olympus will continue to monitor field performance for this device.